Event description:
The physician reported at an unknown time post placement of an acumed acu-loc plate, the patient's tendon ruptured.several attempts have been made in effort to collect additional details, but to date acumed has not received the additional information.